Manufacturer narrative:
Patient was revised because the stem was undersized and had loosened and subsided 1cm. Metallosis was found, and the surgeon claimed to be removing ha coating off of the stem from the canal. Doi unk - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised because the stem was undersized and had loosened and subsided 1cm. Metallosis was found, and the surgeon claimed to be removing ha coating off of the stem from the canal.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/18/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left leg longer than right, displacement of entire hip in (B)(6) 2014, nerve damage to bilateral hands from using crutches for so long after revision surgery that subsided after several months, and that the patient was left with weakness in right knee, limited walking, limited exercising, limited outdoor activities and limited shoe styles she can wear. The medical records reported a pedestal at the distal aspect of the femoral stem with sclerosis around the stem and mild varus position of the femoral stem. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 7, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 6/25/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loosening of the stem with subsidence, instability, and osteolysis. There was no mention of metalosis. No labs were provided for the alleged high metal ions. Part/lot is being updated.

Manufacturer narrative:
Rec'd 6/20/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Patient has difficulty ambulating. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.